Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has many scratches on the display window. Blood glucose value is unknown. The device was replaced and returned for analysis.